Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that two introducer sheaths curled up at the end when trying to insert. Additional info. Received 02/26/2021 "was there any patient harm reported? No, a gray kit was dropped and the line placed without incident." This report addresses the first device.